Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted into the on (B)(6) 2019. A follow up report will be submitted upon completion of data investigation. No injury or medical intervention was reported.